Event description:
It was reported that the ilet device screen was smashed while at work, after which the display was completely black and the device was not usable. Symptoms included no injury to the user. Outcomes included the need for device replacement and interruption of pump therapy, with the user continuing cgm use independently until replacement arrives. Investigation included complaint intake, confirmation of device serial number, user education on shutdown and return process, and logistics for replacement and return shipping. Investigation of this case revealed physical damage to the display consistent with external impact at work, with the device screen nonfunctional and data sync unavailable due to incompatibility with the user¿s phone. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage during use in the work environment.